Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the pump usb port was broken resulting in difficulties charging the pump. Lastly, it was reported that the pump touch screen was off center, resulting in difficulty using the pump. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.